Event description:
The customer contacted stryker to report that the defibrillation energy charge on their device was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to verify the reported issue. The stryker fsr found a melted cable connector on the capacitor discharge pcb. The stryker fsr replaced the device's capacitor discharge pcb assembly, the wire harness therapy capacitor and the energy storage capacitor to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Corrected data: section h11: additional mfg narrative of the initial medwatch report indicates: a stryker field service representative evaluated the customer's device and was able to verify the reported issue. The stryker fsr found a melted cable connector on the capacitor discharge pcb. The stryker fsr replaced the device's capacitor discharge pcb assembly, the wire harness therapy capacitor and the energy storage capacitor to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h11: additional mfg narrative of the initial medwatch report should indicate: a stryker field service representative evaluated the customer's device and was able to verify the reported issue. The stryker fsr found a melted cable connector on the capacitor discharge pcb. The stryker fsr replaced the device's capacitor discharge pcb assembly, the wire harness therapy capacitor, the energy storage capacitor and the therapy pcb assembly to resolve the reported issues. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Additional manufacturer narrative: the root cause of the reported issue was determined to be failed/faulty components on the therapy pcb assembly.

Event description:
The customer contacted stryker to report that the defibrillation energy charge on their device was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.